Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. This occurred before use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The alarm log was review, functional testing, and the power up self-test noted a downstream occlusion alarm. Visual inspection was performed and discovered the safety clamp needed to be calibrated. The cause was due to the safety slide clamp being out of calibration from needing a shim. The shim was added to resolve the issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.